Manufacturer narrative:
Analysis was normal. No anomalies were found. Dimensional analysis found the lead to be within specification. An insertion test was performed and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the physician stated to having a hard time fitting the lead inside the pacing adapter and inside the header of the generator. Multiple pacing adapters were used. The lead was replaced. There were no patient consequences.